Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that oversensing was observed. The lead was capped and a new rv lead was implanted. No adverse patient side effects were reported.